Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed the reported device failure to accurately detect the power source. It was determined that the device failure was due to a defective main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was detecting ac power as a dc power source. There was no patient injury reported as a result of this incident.